Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an aneurysm stenting treatment procedure, a balloon rupture occurred. The physician was attempting to post-dilate a stent that had been placed in the abdominal aortic artery to treat an aneurysm with the equalizer balloon catheter. When the balloon was deflated, blood came back into the encore inflation device indicating a possible balloon rupture. The procedure was completed with another of the same device. There were no reported pt complications. The pt status is listed as "ok".